Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 488 mg/dl. The mother stated that her son was hospitalized due to diabetic ketoacidosis. The mother stated that her son received a bad batch of insulin and that he was very sick that week. The customer was treated for his high blood glucose at the hospital and was released.